Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation. Envista toric lens is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista lens.

Event description:
It was reported that upon opening the lens packaging, no solution was found in the lens vial and the lens was completely dry. An attempt was made to put balanced salt solution (bss) on it. The lens was loaded into the inserter, however, the lens got stuck and the implantation failed. There was no patient contact.